Manufacturer narrative:
The insulin pump failed the displacement test and an encoder error alarm was noted in the alarm history. Also, a motor error alarm occurred during rewind due to an out-of-phase motor encoder signal.

Event description:
It was reported that the customer received an encoder error alarm. Nothing further was reported.